Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported that a patient underwent a thoracotomy on an unknown date and suture was used. The suture was used on the ribs. The patient experienced wound dehiscence 15 days post op. The surgeon reports that the suture lost tensile strength in 15 days. Due to the wound dehiscence the patient developed a pneumothorax. The patient required additional surgery. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Wound dehiscence occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a thoracotomy on an unknown date and suture was used. The patient experienced wound dehiscence 15 days post op. The surgeon reports that the suture lost tensile strength in 15 days. The patient required additional surgery. Additional information has been requested.